Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms after set changes. The customer reported that the alarm was eventually resolved by a complete set change. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 330 mg/dl. The insulin pump was not replaced or returned for analysis.